Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 5 mg/ml concentration at 1.35 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that patient heard pump alarm and experienced withdrawal symptoms some time ago (he wasn't certain). There was no environmental/external/patient factors that may have led or contributed to the issue. The patient did not have a magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall (active) and motor stall and recovery. The rep read logs- motor stall occurred on (B)(6) 2018 - (B)(6). Log said stopped pump period may exceed. Patient came in for refill on (B)(6) 2018 and stall was discovered by the hcp. Replacement would be scheduled. At the time of this report, the issue had not resolved and patient status was alive-no injury. No patient symptom was reported. No further complications were reported.